Event description:
(B)(4). Same case as 2134265-2009-05884. It was reported that post a coronary artery stenting treatment procedure re-intervention occurred. Target lesion 1 was 58% stenosed and located in the circumflex artery (cx). The reference vessel diameter was 2mm and the lesion length was 19mm. A 2.25x24mm liberte stent was implanted. Residual steonsis was 0%. Target lesion 2 was 62% stenosed and located in the cx. Angiographic data for the target lesion noted that the reference vessel diameter was 2mm and the target lesion length was 20mm. A 2.25x24mm liberte stent was implanted. Residual stenosis was 0%. The stenting procedure was a technical success. The target vessel had re-ptca one day after the index procedure. No further data was provided. The patient was discharged 12 days after the index procedure without anginal complaints or silent ischemia. The discharge medications were asa 100mg per day for 6 months and clopidogrel 75 mg/day for 6 months. The target vessel had re-ptca one day after the index procedure. No further data was provided.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4): device not returned for analysis.